Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified the tip of the reamer split. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : discarded.

Event description:
It was reported that during a primary surgery, the tip of reamer fractured. It was still used to complete the surgery. There was no patient impact. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the following sections was corrected: no other new information. Investigation and root cause remains unchanged.